Event description:
It was reported that the user who participated in the ilet experience study experienced a hypoglycemic event while using the ilet bionic pancreas and stated feeling dizzy and scared. Customer care provided support that included attempts to obtain additional details and information without success. The user declined to provide details. Investigation of this case revealed no findings available; the medical device problem and device component could not be specified due to insufficient information. Symptoms included dizziness and fear as described by the user, with no additional clinical signs, symptoms, or conditions documented. Outcomes included effects that could not be characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.